Event description:
It was reported that "the green handles on these instruments have degraded and transfered on to gloved hands and other surgical instruments."

Manufacturer narrative:
The following other instruments were also listed in this report: mis femoral trial extractor: cat# 6541-7-807; lot nzs05; device manufacture date: 12/27/2005. Mis 4:1 impactor/extractor: cat# 6541-7-806; lot sb1e04; device manufacture date: 05/19/2006. Tibial alignment handle: cat# 6541-2-807; lot nyl09; device manufacture date: 10/25/2004. At the present time, it cannot be determined if any of these devices may have caused or contributed to the reported event.